Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. The rv lead was repositioned. The patient developed an effusion and was hospitalized after reposition. The cause was not determined. There was not perforation. A day after reposition, an echocardiogram was performed and the effusion was mostly gone. Intravenous antibiotics were administrated. The rv lead remains active. No additional adverse patient effects were reported.